Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller states patient tested hi (greater then 33.3 mmol/l) on the inform system shortly before 21:00. At 21:40 patient tested hi two more times and was treated with an unspecified type and amount of insulin based on the meter result (staff reports that none of the hi values were found in the meter memory). A lab sample had been drawn at the same time the patient tested hi twice; shortly after 22:00 the lab sample returned as 0.8 mmol/l. Staff discontinued the insulin and treated the patient with glucose. Patient's current condition is fine. Requested return of suspect device, and replacement was sent.

Event description:
Corrected information: was: therefore, the needle was removed from the patient's body and peeling to the insulation was identified. Should be: therefore, the needle was removed from the patient's body and the account noted that the insulation was missing.